Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's ins heating was not determined. An x-ray was taken of the leads to see if the leads were properly seated. The leads seemed to be inserted correctly. The issue has not been resolved. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for n on-malignant pain. Information was reported that the patient is reporting that their ins is hot to the touch. A thermometer confirmed that the skin temperature is higher at the ins location than the other buttock. There were no falls or trauma reported that could be related. No troubleshooting was tried at the time of the call as the rep was not with the patient. The rep will be meeting with the patient is office today. No further complications were reported. No additional patient symptoms were reported.